Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and evaluated at the service center. Per service manual operational and diagnostic analysis does not confirm the reported issue (pump would not suction while the shaver was activated). However, the repair and full testing of the unit will not be completed at the time because there was no need for it in the equipment exchange pool due to excess units in the pool at the time. The unit was placed into long term hold. Since the reported condition is not confirmed,the root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the customer via phone that the fms vue pump would not suction while the shaver was activated. They were able to complete the case with another like device. This did not cause a surgical delay or patient harm. This is all the information the customer has at this time.